Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the filter of a mirafilter IV administration set. This was discovered 30 minutes after the start of infusion, when medication was found to be leaking on the floor. To resolve the issue, the set and solution were replaced and administration was continued without further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed a crack as well as traces of excess solvent applied at the connection filter house and the luer lock. The cause of the crack was determined to be due to the excess solvent which was a manufacturing error. A CAPA has been opened to address this issue. Training has been performed on the personnel involved. Should additional relevant information become available, a supplemental report will be submitted.